Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon device boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with a replacement device under warranty. The customer's device was returned to physio, however the device was scrapped and physio was unable to perform an evaluation of the device.the cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon device boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.